Event description:
It was reported that when using the bd pyxis¿ es server, a registered nurse was unable to assign controlled substances, as the medications were displayed but grayed out despite the user having an assigned rn role and appropriate access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that customer requested for case closure-confirmed pharmacy identified the issue: the user also had nurse instructor listed as a role, which prevented narcotics from being pulled. Once this role conflict was resolved, the user was able to access controlled substances as expected. The technical support specialist closed the case.